Event description:
While turning the patient, the yellow double stopcock device became disconnected between the two stopcocks. Three vasopressors were infusing at the time and the nurses involved in the turn had to quickly get another connector to continue to infuse vasopressors. The patients blood pressure did drop and vasopressors had to be titrated up.